Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was that the device¿s main pcba was malfunctioning. The distributor in (B)(4) was shipped a replacement main pcba to repair the device and return it to service. The alleged faulty main pcba was received and routed to the carefusion failure analysis lab for evaluation. The carefusion failure analysis lab technician evaluated the main pcba and was able to reproduce/verify the reported issue. The carefusion failure analysis lab technician determined that the cause of the failure of the main pcba was that resister r608 was open.

Event description:
The distributor in (B)(6) reported that during pre use checks the device alarmed "vent inop." There was no patient involvement reported.